Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a review of the pump black box showed the pump was in use until (B)(6) 2019. Therefore, all pump history has been overwritten for time of complaint. The available total daily dose basal history verified the pump was delivering the programmed basal rate; no evidence of loss of prime was observed. During evaluation, the pump passed all required testing for delivery accuracy. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.